Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the physician started the aspiration using a pump max; however, the pump max worked for approximately one minute, then began making noises and after a few seconds, stopped working. The pump max would not start again and, therefore, the procedure was completed using manual aspiration. There was no adverse effect to the patient.

Manufacturer narrative:
Results: the fuse box was removed and both fuses were blown. The pump max device housing was opened and revealed corrosion inside the piston crown of the outlet cylinder. Conclusions: evaluation of the returned device revealed burnt fuses. The device was unable to power on as a result of the burnt fuses. The fuses were replaced and the pump was still unable to produce vacuum pressure. Further evaluation revealed corrosion inside the vacuum pump piston crowns. The observed corrosion likely contributed to the inability to produce sufficient vacuum pressure. The root cause of the corrosion could not be determined. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.